Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a blood glucose of 14.9 mmol/l with blurred vision. The reporter indicated that the blood glucose excursion was related to other conditions including dialysis, changes in pain levels and stress. The reporter indicated that the health care professional requested that the pump be replaced related to the elevated blood glucose. This report is made based on the implied allegation that the pump may have contributed to the patient¿s hyperglycemic event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/10/2015 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump was exercised for 24 hours without any errors, alarms, or warnings. A delivery accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the display screen as observed to be discolored with a pinkish contrast. Also unrelated, the audio bolus button cover was torn; the button was tested and was confirmed to be fully responsive to presses.